Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient (pt) says that they are "having a possible side effect from the stimulator" and says they have been diagnosed with "a rare esophagus condition, its dilated and it wont go back down and wont function and they still don't know what its from but they said it could be from nerve stimulation". They said issues started "about 6 months ago". Pt says they "kept throwing up so I thought it was acid reflux but they did an upper gi and they found the esophagus isn't functioning properly, the food doesn't empty into my stomach from my esophagus so I am vomiting 3 times a week". Pt says when they have stimulation on, their "stomach kept swelling more and more and painful so recently I stopped using the stimulator so of course my neck and back pain are killing me but my stomach is going back down". Pt hasn't had any falls or trauma. Pt says they cant use the bathroom while the stimulation is on. Pt says they have a surgery friday to address this but wanted to ask if the stimulation could be causing these issues. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Hcp stated that the patient has an scs and they do not believe the symptoms of esophagus not functioning correctly, food doesn¿t empty into stomach, vomiting, stomach swelling/pain and stim causing the pt not able to use bathroom with stimulation on, are related to the devices/therapy. Hcp is not aware of any surgeries that took place in august 2022. Hcp looked up patient¿s records and stated the last stim related surgery was over a year ago. Patient¿s battery reached normal eol so the battery was replaced. Last time dr. Saw the pt was in june when injections were given to the patient for the hip and it was unrelated to the scs. In july dr got a call from patient, hcp called the patient back but was not able to get a hold of this patient. Hcp office has not heard anything from the patient since. Hcp had no further information.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. The following codes were removed: c50451 c26682 c3442 c50499 c50789 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.